Event description:
Report that a transfer set has been replaced because of a leak of the peritoneal dialysis fluid through the tubing. Transfer set was placed on august 2004. No pt injury or medical intervention was associated with this incident.